Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient nearly died when the gold wire of their heart device broke. The current status of the device is unknown. No further patient complications have been reported as a result of this event.